Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04837. Related manufacturer reference number: 2017865-2020-04840. Related manufacturer reference number: 2017865-2020-04842. It was reported that review of the patient's implantable cardioverter defibrillator (ICD) transmissions revealed episodes of far r-wave oversensing on the atrial lead, causing automatic mode switches on (B)(6) 2020. The device was reprogrammed to address this issue. Later, the patient presented with a (B)(6) bacterial infection and endocarditis. The ICD, right atrial lead, right ventricular lead, and left ventricular lead were all explanted due to the infection. There was vegetation noted on the leads. The patient had a fever but was otherwise stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.